Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The cycler prompted with an m31 air detected in cassette warning that occurred during drain 1 of 4 of treatment. The patient was connected during the incident. Fluid was not seen while in treatment but was leaking once the cassette was removed. No air bubbles were found during setup. Fluid leaked from a possible rupture in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette was loose. The patient was unable to clear the warning message and was assisted to cancel the treatment. The patient stated they would not re-setup tonight as the fluid leak was found and would allow to air dry the cycler. The patient contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding incomplete treatment. Upon follow up, the pdrn confirmed the reported event. The patient stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they contacted the on-call nurse for assistance and completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The cycler prompted with an m31 air detected in cassette warning that occurred during drain 1 of 4 of treatment. The patient was connected during the incident. Fluid was not seen while in treatment but was leaking once the cassette was removed. No air bubbles were found during setup. Fluid leaked from a possible rupture in the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette was loose. The patient was unable to clear the warning message and was assisted to cancel the treatment. The patient stated they would not re-setup tonight as the fluid leak was found and would allow to air dry the cycler. The patient contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn) regarding incomplete treatment. Upon follow up, the pdrn confirmed the reported event. The patient stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they contacted the on-call nurse for assistance and completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.